Manufacturer narrative:
Updated fields: b4, e2, e3, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site).

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. Unit passed multiple fiber optic tests with tester and there were no failures in the logs. Unit functions to factory specifications. Performed all functional, safety, and electrical tests to factory specifications. Unit is cleared for clinical use and returned to customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) had a fiber optic balloon failure. The unit continued therapy in ECG and pressure modes. No patient harm, serious injury or adverse event was reported.